Event description:
It was reported that the lead pulled back post-implant resulting in lead noise and inappropriate therapies. After repositioning was unsuccessful, the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomaly was found.